Event description:
It was reported that the trocars are sometimes either missing the seals or if there is a seal, they are apart. There was no adverse patient consequence reported.

Manufacturer narrative:
Eval summary: the analysis results of the d11lt found that the instrument a was returned without universal seal assembly. It could not be determined what may caused the event reported. Additionally, during functional evaluation of the obturator, the reset button returned to safe position. The bullet recovered the blade after advancement through the skin test media; however, the mechanism did not lock allowing blade exposure upon downward pressure to the obturator. The analysis results of the d11lt found that the instrument b was returned without universal seal assembly. It could not be determined what may have caused the event reported. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.